Event description:
It was reported that non-sustained right ventricular (rv) oversensing due to post-paced t-wave oversensing was observed via a review of remote transmission. The patient presented to the clinic, and programming changes were made. The patient was asymptomatic.